Event description:
The insulin pen doesn't come out due to bent non-patient end. Patient believes she is putting on correctly. She does have poor vision, so she is unaware if the pen needle is bent prior to putting on the pen.

Event description:
The insulin pen doesn't come out due to bent non-patient end. Patient believes she is putting on correctly. She does have poor vision, so she is unaware if the pen needle is bent prior to putting on the pen.